Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: beneath the uterine serosa") in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and multiparous. Concurrent conditions included dysfunctional uterine bleeding and polyps. Concomitant products included nsaid's since (B)(6)2007 and paracetamol (acetaminophen) since (B)(6)2007. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("pain"), the first episode of dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), the first episode of dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the embedded device, depression, anxiety and the last episode of dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and the last episode of dysmenorrhoea had resolved. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Reporters information updated. Outcome of event: pain, cramp, bleeding were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: beneath the uterine serosa") in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and grand multiparity. Concurrent conditions included dysfunctional uterine bleeding and polyps. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"), the first episode of dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, 2 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, the last episode of dysmenorrhoea and the last episode of dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, migration of essure device location of device: beneath the uterine serosa were added, new reporter, patient information, lot number, historical and concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: beneath the uterine serosa") in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and multiparous. Concurrent conditions included dysfunctional uterine bleeding and polyps. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"), the first episode of dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, 2 years 10 months after insertion of essure (ess205), the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, the last episode of dysmenorrhoea and the last episode of dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: beneath the uterine serosa') in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and multiparous. Concurrent conditions included dysfunctional uterine bleeding and polyps. Concomitant products included fluoxetine since (B)(6) 2018 for anxiety as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain/ pain: pelvic area"), the first episode of dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), dyspareunia ("severe dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In march 2007, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia(painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, depression, anxiety, painful intercourse, urinary tract infection and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, the last episode of dysmenorrhoea and genital haemorrhage had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, the first episode of dysmenorrhoea, painful intercourse and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Discrepancy noted as per pfs: as mentioned in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for genital bleeding, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding, uti, post removal complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: beneath the uterine serosa') in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and multiparous. Concurrent conditions included dysfunctional uterine bleeding and polyps. Concomitant products included fluoxetine since (B)(6) 2018 for anxiety as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain/ pain: pelvic area"), the first episode of dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), dyspareunia ("severe dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia(painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, depression, anxiety, painful intercourse and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, the last episode of dysmenorrhoea, genital haemorrhage and urinary tract infection had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, the first episode of dysmenorrhoea, painful intercourse and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Discrepancy noted as per pfs: as mentioned in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for genital bleeding, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event urinary tract infection updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: beneath the uterine serosa') in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic), multiparous and ectopic pregnancy (right side managed laparoscopically years before). Concurrent conditions included dysfunctional uterine bleeding and polyps. Concomitant products included fluoxetine since (B)(6) 2018 for anxiety as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain, pelvic area"), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("severe dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, genital haemorrhage, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counterclockwise fashion. There were 4 coils visible externally. Discrepancy noted as per pfs: as mentioned in essure removal details: if you have not had your essure removed, are you currently planning for essure. Removal? Yes. Patient received treatment for genital bleeding, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Hysteroscopy - on (B)(6) 2007: preoperative and postoperative diagnosis: 1. Multiparity. 2. Desires sterilization. 3. Previous right salpingectomy. Operation: hysteroscopic placement of the essure tubal occlusive device on the left fallopian tube. Indications: desires permanent surgical sterilization. The entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. No complications. No bleeding; on (B)(6) 2009: dilation followed by hysteroscopy followed by uterine curettage. Findings: the entire right half of her uterine cavity was completely obliterated consistent with intrauterine synechia. The essure coil was clearly visible on the left. No abnormalities here. Two to 3 very small polyps seen to the late left aspect of the fundus. These were removed. Suspect these are the cause of her irregular bleeding. Laparoscopy - on (B)(6) 2009: no endometriosis seen. Protrusion of the essure just beneath the uterine serosa, so the essure really did not appear to be in the fallopian tube, went perpendicular and missed entering the tubal lumen. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. Lab data were also added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: beneath the uterine serosa') in a 31-year-old female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retained placenta, iron deficiency anemia secondary to blood loss (chronic) and multiparous. Concurrent conditions included dysfunctional uterine bleeding and polyps. Concomitant products included fluoxetine since (B)(6) 2018 for anxiety as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain/ pain: pelvic area"), the first episode of dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), dyspareunia ("severe dyspareunia/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), painful intercourse ("dyspareunia(painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (supracervical hysterectomy, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, depression, anxiety, painful intercourse and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, the last episode of dysmenorrhoea, genital haemorrhage and urinary tract infection had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, the first episode of dysmenorrhoea, painful intercourse and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: insertion details: the entire device was then removed in a counter clockwise fashion. There were 4 coils visible externally. Discrepancy noted as per pfs: as mentioned in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for genital bleeding, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event urinary tract infection updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("severe dyspareunia"). The patient was treated with surgery (supracervical hysterectomy). At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and dyspareunia to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.